Event description:
Related manufacturer reference number: 2017865-2023-25395. It was reported that the right ventricular and atrial leads exhibited noise. The atrial lead noise was over-sensed leading to inappropriate mode switch. Under-sensing was also noted on the atrial lead. Programming changes were performed on both, the atrial and ventricular channels. There were no patient consequences and will further be monitored.